Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 407658 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial lead showed low p waves due to the patient's development of atrial fibrillation. The lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.